Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an error e118 was displayed when equipment was switched on during inspection for use, involving an olympus video system center. There was no patient injury reported.